Manufacturer narrative:
The device referenced in this report was returned to shockwave medical, inc. For investigation. Based on the investigation observations, the balloon loss of pressure could possibly be attributed to patient calcium. During the investigation, it was found that the distal portion of the catheter (including the distal marker band and distal end) was noted to be missing. The reported device separation was confirmed. However, the cause of the separation could not be definitively determined. A review of the lot history record (lhr) and test documentation did not show any issues with the manufacturing of the device. The device passed all shockwave medical, inc. Criteria prior to being released for distribution. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A shockwave m5 plus peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the external iliac artery (eia). The ivl balloon successfully delivered 210 pulses. However, a balloon loss of pressure subsequently occurred. The physician removed the catheter, and it was observed that the distal end of the balloon tip was missing. The tip was identified via fluoroscopy that it was in the eia. The physician decided to leave the tip in place and deploy a self-expanding stent graft to cover the area-as originally planned prior to the procedure. To date, no patient sequelae has occurred as a result of the detachment of catheter component.